Event description:
Additional information was received. It was reported the cause was perhaps the bicycle incident. The discomfort was already reported before the bicycle incident. A surgery is scheduled for (B)(6), the ins is to be placed on the other side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an accident with their bike. They mentions that also the ins was affected but did not give further details on what that means. The patient went to their healthcare provider (hcp) to check the ins and advised that no ultrasound should be applied directly to the ins. However, the hcp put the ultrasound transmitter directly over the ins. Some hours later the patient realized a burning sensation in the area of the ins and asked if this could be caused by the ultrasound examination. Advised the patient to contact their hcp to check for the root cause of the pain. Informed local manufacturer representative (rep) about the case. Patient reports that they had the burning sensation in the area of the ins since the device was implanted. When they switched the device off this sensation is gone. They reported that an x-ray was performed but no damages could be identified on the x-ray pictures. It is planned to place the ins to the other body side in (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient's planned surgery on (B)(6) 2025 did take place to move the ipg to the other side and the issue has been resolved.